Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Complaint sample was evaluated and the reported event was not confirmed. Inserter and a hybrid shell adapter were returned. Visual inspection for the inserter shows damage on the frame and hex bolt, and wear on the threads. Functional tests reveal that the inserter can be assembled and disassembled with the adapter without any problem. The inserter and the adapter were able to be mated as intended with another returned shell, which has the same part and lot number with the cup used during the surgery. Device history record (DHR) was reviewed and no discrepancies were found. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the shell could not be firmly fixed with the inserter. No adverse events have been reported as a result of the malfunction. No additional patient consequences were reported. Attempts have been made and no further information has been provided.